Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the handpiece had no phacoemulsification during a surgical procedure. The handpiece was exchanged to complete the procedure with no harm to the patient.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The handpiece was replaced but was not made available for evaluation. The system was tested and found to meet product specifications. The root cause cannot be determined conclusively. (B)(4).